Event description:
During an initial implant procedure, increased pacing impedance and loss of capture were observed on the left ventricular (lv) channel of the device. Inadequate insertion on the device was suspected as the cause of the event. The device was then reprogrammed as an interim resolution. A revision procedure was performed. During the revision, it was visually observed that the left ventricular (lv) lead was damaged due to the initial procedure. The lv lead was attached at an angle in the header of the device. The lv lead and device were both explanted and replaced to resolve the event. The patient is stable.